Event description:
The hcp reported the patient presented in 2006 with symptoms of increased spasticity. Further testing found the catheter had migrated out of the intrathecal space. The catheter was replaced one month later .